Manufacturer narrative:
UDI: (B)(4). Concomitant product(s): patient medications include but are not limited to: nebivolol, olmesartan, simvastatin, tramadol, apixadan, aspirin, corvedilol, clopedogril, calcium blockers, finasteride, furosemide.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described below: -a minimum aortic neck length of 15 mm.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 9cm in diameter with gore® excluder® aaa endoprostheses and a conformable gore® tag® endoprosthesis. During the procedure it was reported that the contralateral gate was unable to be cannulated. The physician performed an aorto uni iliac and a femoral bypass. It was reported that the patient was not a good endovascular candidate with a 5mm infrarenal neck length measuring 27mm -30mm and the case was off label. The patient tolerated the procedure and is doing fine.